Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a 9" (23cm) smallbore ext set w/0.2 micron filter, clave®, clamp, check valve w/luer lock. It was reported that there was a breaking occurring at the male luer end side right as the tubing ended and became thicker. The event was noted on 27-jul-2024 and 31-jul-2024. There was unknown patient involvement, and unknown human harm.